Event description:
(B)(4) study. Same case as 2134265-2008-01044. It was reported that 737 days after a coronary artery drug eluting stenting procedure the pt required a target vessel revascularization (tvr). The pt presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a 100% stenosed, 2.5x14mm lesion in the distal left anterior descending artery (dist lad) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 2.5x16mm and 2.25x8mm. Residual stenosis was 0%. The procedure also treated a 90% stenosed, 2.5x18mm lesion in the proximal left circumflex (prox lcx) with predilation and a 2.5x20mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt was discharged 12 days later on aspirin and plavix. At 737 days post index procedure, the follow up angiography demonstrated 80% focal in-stent restenosis in the dist lad, and it was treated with cutting balloon and a 2.5x12mm taxus stent implantation without procedure complications. There was non specific chest pain and weakness. The event was resolved and the pt was discharged 3 days later in good condition. The physician assessed this event as definitely related to the taxus stent.

Manufacturer narrative:
Device evaluation - the stent remains in the pt and the delivery device has been disposed, therefore a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specifications. The most probable root cause will be anticipated procedural complication because of the likelihood that the pt anatomy contributed to the reported damage. A corrective action has been raised to address this issue. (B)(4).